Event description:
It was reported that a cartridge change error occurred. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer administered a manual injection to address bg. A new cartridge was loaded to resolve the issue.